Manufacturer narrative:
H10: after further investigation this report has been identified as a duplicate report. Please refer to report MFR: 9610816-2023-00527 for report details.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported blood pressure alarm sounds only once, then it stops coming from the device. The device was in use at time of event, there was no adverse event reported.